Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 38 mm stent delivery system was returned for analysis. The stent was not returned for analysis as it was successfully deployed in the patient's body as per complaint report. The balloon cones were reviewed, and no issues were noted. There was a evidence of balloon manipulation (positive and negative pressure most likely applied) as the stent was deployed. Dried brownish media resembling blood was noted on/in exposed balloon body. The tip was visually and microscopically examined, and signs of damage were noted. Tip damage most likely occurred during manipulation of the device inside the patient's body during the procedure. A visual and tactile examination found that the hypotube no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found that on the mid-shaft section, the laser-cut region was fractured 109.8 cm distal from the distal end of the strain relief (100mm proximal from the exit port) and the core wire was visible at the fracture site. During analysis the laser cut fracture progressed to a shaft break 109.8cm distal to the distal end of the strain relief. Further analysis was performed to test functionality of the balloon. Inflation device was verified before and after testing using druck pressure gauge. The recommended guide wire loaded before inflation test. The device failed to inflate at rated burst pressure and no leaks were noted. Visual inspections found no issues with balloon. The partial shaft break that was noted during analysis most likely inhibited the flow of the inflation fluid to inflate the balloon during functional testing. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-jun-2019. It was reported that shaft kink occurred. A 2.25 x 38mm synergy ii drug-eluting stent was advanced in the lesion and was expanded, the pressure of the indeflator decreased before it was deflated. The stent was implanted without any issue. However, when the stent delivery system was removed, it was noted that the shaft got kinked about 5cm at the proximal side of the wire port. The procedure was completed with this device. No patient complications were reported. However, returned device analysis revealed laser cut fracture and shaft break.